Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on (B)(6) 2017, it was reported that the device was not cutting. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the unit would not run and the damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome on april 10, 2017 revealed that the control bar was not in the correct position; it was set too high. The calibration was out at the 0 setting only and the motor speed was within specification. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on april 10, 2017 which included replacement of the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event ¿that the device was not cutting¿ was confirmed since during the initial inspection it was note that the control bar was not in the correct position; it was set too high. The reported event was confirmed since during the initial inspection it was note that the control bar was not in the correct position; it was set too high. While during the initial inspection it was note that the control bar was not in the correct position; it was set too high, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as cmp-(B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the device was not cutting. The surgeon was taking skin graft donor when the device began not cutting well. The harvested graft was unusable and an additional graft was used. No additional patient consequences were reported.